Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("I was bleeding every 2 weeks") and flatulence ("gas pain in shoulders") and was found to have weight increased ("weight gain"). The patient was treated with ice packs and heating pads and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, polymenorrhoea and weight increased had resolved and the flatulence outcome was unknown. The reporter considered flatulence, pelvic pain, polymenorrhoea and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : polymenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media comment received. New reporter added. Event added: gas pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and polymenorrhoea ("I was bleeding every 2 weeks") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, polymenorrhoea and weight increased had resolved. The reporter considered pelvic pain, polymenorrhoea and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : polymenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: case category changed to serious incident, new event pelvic pain, weight gain were added event "I was bleeding every 2 weeks" outcome added recovered/resolved. On 23-mar-2020: social media received: new reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary